Manufacturer narrative:
It was stated that the patient sustained an orbital bone fracture and subdural hematoma as a result of the cot tip.

Event description:
It was reported that while moving a patient, the wheel of the cot hit a pothole in the ground and the cot tipped over with the patient.